Event description:
It was reported the surgeon had difficulty in getting the custom implants to fit properly. This resulted in a 2 hour delay in the case. It was later reported since the implant was not fitting properly, the implants were removed on (B)(6) 2010. Per the information provided the undesired fit was because the patient had (B)(6) infection, and not due to the design of the implant.

Manufacturer narrative:
Per the information provided, the implants did not fit as expected due to the patient having (B)(6) infection, not because of the manufacturing of the implant. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There were 2 implants explanted, also see MDR 1032347-2010-00178.